Event description:
Event description boston scientific received information that this transvenous atrial pacing lead exhibited a pacing impedance of >3000 ohms, with no sensing and a loss of capture. Lead measurements were stable until they increased significantly in (B)(6) and now were not available. A boston scientific technical services consultant discussed a possible lead fracture rather than a connection issue, and recommended replacement. A chest x-ray could be performed to verify a fracture. It was recommended to reprogram the device to pace only in the ventricle. Subsequently additional information received from the local sales representative states that when this lead was checked with a pacing system analyzer (psa) the impedance measurements were greater than 2,000 ohms. The physician surgically abandoned the lead with no issues at the procedure.

Manufacturer narrative:
An x-ray confirmed the lead fracture. The patient had been reprogrammed to pace only in the right ventricle when the issue was first observed. No further changes have been made to the patient's system. The lead remains implanted but not in service. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.